Event description:
It was reported that the patient underwent a minimal access spinal surgical procedure. It was reported that the inner sleeve extender dislodged from the pedicle screw. This occurred several more times. After several hours into the surgery, it was decided to abort the case due to the extenders not working properly. Another system was used to finish the case. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
Macroscopic and optical examination of the tip of the reduction sleeve did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features; the tip-to-tip dimension; all measurements were found to be out of print specification. Visual and optical inspection identified multiple areas of damage in the mas retention area. Functional evaluation was performed on all sleeves utilizing a sample extender and multi-axial screw (mas); the mas head was unable to be manually pulled out of the inner sleeves with the bone screw at maximum angulation. A common surgical technique for instrument removal is for the surgeon to remove the extender from the body and screw by rocking the extender in a medial/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. Witness marks on the upper walls, the bent tip condition of the inner sleeves, and the recent lot date code of the evaluated product suggest that aggressive release techniques may have been utilized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.